Manufacturer narrative:
Evaluation summary: assembly device was received for analysis. Blood was visible on the inner of the assembly device. The device was returned loaded into the guide catheter. The guide wire was loaded into the device. The balloon was partially inflated, and contrast was visible inside the balloon. It was not possible to remove the balloon through the guide catheter. There was no deformation evident to the tip of the guide catheter. Deformation was evident to the distal tip with the tip appearing bunched. A kink was evident on the hypotube at the proximal portion of the catheter. A kink was evident on the guide catheter. Image review: image shows a balloon loaded into a guide catheter. Guidewire is loaded into the device. Blood is visible on the balloon. The balloon appears to be trapped at the distal end of the guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora balloon catheter was attempted to be used to treat a lesion in the proximal rca. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that after deflation, resistance was encountered during removal of the balloon and the balloon got stuck at the opening of a 6f non-medtronic jr4.0 guide catheter. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. Multiple attempts were made to remove the balloon. The guide catheter and balloon were then removed together. No patient injury is reported.